Manufacturer narrative:
One used decontaminated sample was returned for investigation. Under visual inspection we noticed that inflation line was detached from pilot balloon. The allegation was confirmed. Root cause of the issue is design. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a batch related problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during the use of the product, the pilot balloon got detached. No patient injury was reported. No additional information is available for this complaint.